Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a perforator had a series of malfunctions. On the first perforation, the perforator became disconnected form the handle (motor aesculap b braun, handle piece gd685, lot 1157) and was imbedded inside the patient's skull. It was removed and reattached to the handle. The second perforation persented no issues. At the third perforation, the perforator did not function and the surgeon used a drill. The fourth perforation presented no issues. For the last perforation, the perforator did not disengage and became lodged in the patient's skull.

Manufacturer narrative:
The device was returned for evaluation. Visual examination found no issues. The device was functionally tested. A series of five holes were drilled without issues. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Corrected fields: concomitant medical products. Additional information: date of report, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The manufacturing records were reviewed, and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.